Manufacturer narrative:
Investigation eval: the product was returned on (B)(4) 2011 and our investigation is ongoing at this time. A f/u MDR will be submitted on or before (B)(4) 2012. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: partial stent deployment can occur if the handle of the stent delivery sys is advanced unintentionally before the stent is in place inside the pt for deployment. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual insp to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the user to the cook area rep in (B)(4): the device was used for endoscopic biliary stent placement for stenosis in the middle bile duct. After wire guide insertion, the stent and introducer were advanced and the stenosed position was confirmed. When the physician attempted to release the stent, holding wire guide port hub stationary and slowly pulling back on y-body, the y-body did not move. The physician was replaced by an experienced physician, but the experienced physician also could not move the y-body. The device was removed from the endoscope, then they confirmed that the stent had already released. They could not find the stent in the pt's body, so the released position was unk at that time. Another (B)(4) was placed in the pt to finish the procedure. The procedure was completed with no problem. There has been no adverse effects to the pt. After the procedure, x-ray confirmed that the stent was released and placed inside of the endoscope's accessory channel. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.